Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, during a spine procedure, while placing screws with a solera reduction driver, the connection between the screw and the driver appeared secure, however, the driver was moving around. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware feature request. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. No parts have been received by manufacturer for analysis. - 04/24/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 04/28/2015 a medtronic representative, following-up for issue resolution, reported using a site screw to test with their numerous drivers. Working with the site's stealth coordinator, the consensus was that the issue was likely caused by the site scrub technician not tightening the screw to the driver adequately or that the screw was coming loose from the driver after being inside the patient. In both scenarios, when the screw was loosened slightly, the driver sleeve would have some play - which is what was described as the "wobble" effect in this event. - 05/08/2015 a medtronic representative, following-up at the site, reported the surgeon used the driver throughout the procedure with no accuracy issues.